Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 18 unused insyte autoguard bc 20ga units in sealed packages from material number 382633, lot number 9308826. A total of 14 unused insyte autoguard bc 20ga units were received in sealed packages from material number 382633, lot number 0080375. And one insyte autoguard from material number 382633, lot number 9331221 was also received. A visual / microscopic evaluation was performed on the returned units. The adapters were transparent, while their color ranged from almost colorless to light pink. The discoloration could occur during the molding process if the adapter did not receive the appropriate amount of colorant mixed with the base color. The reported issue was confirmed as discoloration of the unit. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process as well as an operator error during the inspection process. DHR's for the reported lots were reviewed. No related quality issues or process deviations were found except for material number 8015033, lot number 9231013. They were molded on molding press b6, using mold 477 from 05sept2019 through 12sept2019 for a quantity of (B)(4) units. Note written ¿noticeable color difference between first article dated 05sept2019 and first article dated 09sept2019. The mold was removed for maintenance and placed back on the press 09sept2019. No related quality issues or process deviations were found. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter coloring was incorrect. This occurred on 33 occasions before use. The following information was provided by the initial reporter: it was reported that facility discovered a catheter that had a clear hub and one that is a very pale pink.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9308826, medical device expiration date: 2022-10-31, device manufacture date: 2019-11-04. Medical device lot #: 0080375, medical device expiration date: 2023-02-28, device manufacture date: 2020-03-24. Medical device lot #: 9331221, medical device expiration date: 2022-11-30, device manufacture date: 2019-11-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter coloring was incorrect. This occurred on 33 occasions before use. The following information was provided by the initial reporter: it was reported that facility discovered a catheter that had a clear hub and one that is a very pale pink.